Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During patient treatment the customer had to move a level sensor from one unit to another. They switched on the pump. The pump stopped because of the connector was not securely connected. They had to initiate the hand crank to support the patient. (B)(4).

Manufacturer narrative:
Based on the event information provided the following was determined: "the user did not perform any three of the function tests described below prior to use. The user would have then identified the issue prior to use. The device stopped when they activated the level sensor because it was not securely connected in the back and had the user run the tests referenced below to the case the issue would have been identified prior to use. Therefore it was an operation error. The operating manual of the device says for that situation under 5.4.3.¿warning: repeat the function test as follows whenever the level sensor pad had been replaced on its position changed. Activated the level intervention ("stand al mode: level monitoring" page 55). Simulated an inadequate liquid level by removing the level sensor from the level sensor pad. The rotaflow console stops, generates an accoustic alarm disappear." The most probable cause of the incident was a user error. A device related malfunction could not be confirmed. Since the reported failure did not contribute to a death ore serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is systemic error. The data is also being handled through a designated investigation process. Due to this no further investigations initiations will be completed at this time.

Event description:
(B)(4).